Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to retrieve the physical sample to perform a proper investigation and to confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The following was reported: capio suture needle came off of suture after device was activated. X-ray was taken to confirm location of spear head (needle) at the end of the case, and the object was confirmed to be in the perineum by the surgeon. Surgeon chose not to try to remove the capio, and leave it in place. No patient injury reported.